Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (light blue) main body of the minicap transfer set cracked which resulted in a leak. This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for a few days. There was no patient injury or medical intervention associated with this event. No additional information is available.